Event description:
It was reported that during implant procedure, a removable component, got stuck inside the lead and could not be deployed. The lead was removed and replaced. Patient was in stable condition during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.